Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted a call service alarm while priming. It was reported the issue occurred after changing the infusion set tubing 3 times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.